Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that the customer order only needed the seal cap. The account was not familiar with the product and was unaware they needed the womb retractor as well. During the hand assisted colectomy procedure, the surgeon had to convert to open since all the product was not there. The patient is fine. The product was discarded. Rep has inserviced account.